Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 311.320, lot: 2666748: manufacturing site: bettlach, release to warehouse date: 01 february 2011: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The existing manufacturing papers of this ex-mathys device give no information about the material hardness. The hardness measurement will be performed during the manufacturing investigation at site grenchen. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Our investigation has shown, that the received device was found broken as described in the complaint description. We have forwarded the part to the responsible manufacturing site with the following results: according to the investigation results this complaint is confirmed since the article is broken as claimed by the customer. However, from the manufacturing point of view this complaint is not valid since the hardness was tested and has passed its specifications during this investigation. Therefore, as no manufacturing issue was detected; no further actions were required. The hardness was measured according to the drawing and has pass the specification. No further dimensional measurements were performed since the hardness has passed its specifications. Besides, during the manufacturing process the dimensional inspection was performed through the transparency and the whole lot size has passed its specifications; no deviations neither scrap was detected. Based on the investigation results we conclude that no manufacturing issues were detected which could have caused or contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Telephone number unknown. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a trapeziectomy surgery, the extremity of the tap for cortex screw broke on the trapeze bone. The surgeon didn't apply important pressure on the device. The device was removed from the patient. This is report 1 of 1 for (B)(4).